Event description:
A malfunction on the pump was reported by the customer, identified by a malfunction code, but no notable events preceded it. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.